Event description:
There was an allegation of a retraction issue with the coaguchek xs softclix device. The reporter wanted to confirm if the lancet was seated correctly each of the three times it poked out of the end of the cap when priming. The reporter stated that the needle "poked out" of the cap when they were priming the device which occurred three times. On troubleshooting, the reporter stated that the needle was not showing when the cap was put on and the needle came out when the device was primed. The reporter stated that they had to reprime the device a few times before the needle retracted and was ready for use. The reporter also mentioned that recently, the lancet had not been lancing the finger as well. The reporter stated there were no accidental finger sticks and that they were able to get the device to work correctly afterward to complete the test.

Manufacturer narrative:
The user's device was requested for investigation and a replacement product was sent to the user. The investigation is ongoing. Medwatch field e3. Occupation - the occupation is patient/consumer. Due to a lack of information from the complainant, we were unable to determine the actual manufacturer of the product, and g1 manufacturing site information reflects the same information as the g1 contact office.

Manufacturer narrative:
Medwatch fields d. Device identification, lot no, device available for evaluation, and h3 device evaluated by mfg were updated. The lancing device was received for investigation and was tested with test lancets at 11 different pricking depth settings on a rubber mat. For each attempt, the needle was correctly retracted, ejected, and produced a puncture hole. The lancing device could be primed and released. The lancing device was disassembled for investigation and no abnormalities were noted. The investigation did not identify a product problem.